Event description:
Eight months post stent placement the saga registry indicated that the patient was hospitalized for percutaneous coronary intervention (pci_. Revascularization was performed in the previously stented (svg) saphenous vein graft of the middle first obtuse marginal arterial lesion.